Event description:
It was reported that the non-dependent patient had bacteremia and endocarditis, there was also vegetation on the right ventricular lead. The system was explanted with no complications.